Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an infection as a result of a sensor. The customer reported that she had the infection for about one month. Blood glucose level at the time of the incident was over 200 mg/dl. The customer reported that the insertion site was swollen, red, itchy, and bled at times. The customer was advised as to the proper site preparation techniques. The sensor was not replaced or returned for analysis.